Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the onset, the patient was hospitalized for the event. On an unreported date in the same year, the patient began treatment with vancomycin and ceftazidime (dose unknown, frequency and route of administration not reported) for peritonitis with culture positive for haemophilus parainfluenzae. Vancomycin and ceftazidime therapies were ongoing at the time of this report. Four days after being hospitalized, the patient was discharged from the hospital. The patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.